Event description:
It was reported by the patient's father she was hospitalized due to 'issue with lead'. Follow-up information indicates lead was explanted and replaced due to lead fracture. It was further reported that there was increased/high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed. It was reported by the patient's father she was hospitalized due to 'issue with lead'. Follow-up information indicates lead was explanted and replaced due to lead fracture. It was further reported that there was increased/high impedance. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high lead(s), fracture of.